Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was advanced into the lead to implant the left ventricular (lv) lead but it was stuck and could not be advanced from the middle. Based on reproducibility of the issue was confirmed by a different measure of insertion, an anomaly of the product could be considered. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that no guidewire was returned, therefore condition and brand are unknown, a fresh mdt guidewire was used and fully inserted into lead without issue. If information is provided in the future, a supplemental report will be issued.